Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: 419478 lead implanted (B)(6) 2009; dtbb1d1 ICD implanted (B)(6) 2014. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data was collected and analyzed. Analysis of the data indicated oversensing due to non-physiologic signals/sic (sensing integrity counter).the data also indicated a lead noise alert on (B)(6) 2014 and that the criteria for the right ventricular (rv) lead integrity alert were met. 9731 of 16034 lifetime ventricular sic are recorded beginning (B)(6) 2014. A lead integrity alert (lia) triggered on (B)(6) 2014 due to meeting the requirements for non-sustained episodes and ventricular sic. There are 14 non-sustained episodes and 5 lead failure predictor events of <(><<)> 220 ms cycle length recorded on (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pace/sense portion of the right ventricular (rv) lead was exhibiting noise and oversensing in the form of short interval counts (sic). The pace/sense portion of the lead was capped and replaced. No patient complications have been reported as a result of this event.